Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: sion blue; guide catheter: hyperion. The nc traveler rx is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, heavily calcified, concentric de novo lesion in the proximal left anterior descending (lad) coronary artery. A 3.50x12 mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance. The balloon ruptured during inflation at 18 atmospheres (atm) for 10 seconds and was removed from the patient anatomy without resistance. The balloon was then visually inspected and a pinhole was noted near the center of the balloon. A 3.5x9 mm non-abbott bdc was successfully used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.